Event description:
It was reported that; on (B)(6) 2013 primary surgery was performed. The screw head separation from the screw shaft was found recently. The revision surgery was performed on (B)(6) 2016.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the deformation on the screw head, a large indentation from the rod tightened into the screw, is located to one side, indicating the screw was angled when the rod was placed and tightened in the tulip. The deformation located on one side of the underside of the tulip further supports the high screw angulation, as the tulip would have pressed against the screw due to the angulation of the screw. The high angulation would create additional stresses as the device was active post-surgery, causing the reported failure of tulip disengagement. No manufacturing issues were discovered. All units were designed in accordance with stryker specifications. Conclusion: the most likely cause of the event is over-tightening of the blocker at a high angulation during the initial surgery.

Event description:
It was reported that; on (B)(6) 2013 primary surgery was performed. The screw head separation from the screw shaft was found recently. The revision surgery was performed on (B)(6) 2016.